Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a trial patient. The patient stated since the day of the procedure, the stimulation had been going off. They started to receive a message indicating something was disconnected. Troubleshooting was not successful in connecting controller to external neurostimulator (ens). The hcp later reported the actions/interventions taken to resolve the issue included the patient attempting to increase and decrease the signal. The device turned off and the leads inadvertently pulled out when re-taping the patient, due to sweating. No product problem was determined as the leads were inadvertently pulled out.